Event description:
Customer reportedly obtained results of 368mg/dl, 375mg/dl, and 61mg/dl on the advantage/voicemate system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.